Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection and pocket erosion. Reportedly, the patient had a lung infection then confirmed that the ICD was poking through and moving around the armpit area. No adverse patient effects were reported. The rv lead remains implanted.